Manufacturer narrative:
Evaluation summary: the facility was a newly started practice (clinic was setup soon after practitioner's graduation.) Installation performed in 2007. Upon its installation, the service engineer advised practitioner to use x-ray marker when exposing, so that the user could avoid mix-up pa (posteroanterior back to front) /ap (anteroposterior front to back) direction of a patient's image which can result in the doctor misreading left/right physiology. (This recommendation of using markers was given twice according to the service center's policy). The user understood that the image was pa when in actuality it was displayed in ap. As a result, treatment was administered to the incorrect side on the identified patient's processed. This occurred between a week later to the following month to more than one patient. The user noticed the problem and reported it to the service center. The service engineer visited the site on the next day and changed the image process to pa. Additionally, the affected images were also modified to reflect the correct orientation.

Manufacturer narrative:
Evaluation summary: the facility was a newly started practice (clinic was setup soon after practitioner's graduation.) Installation performed in 2007. Upon its installation, the service engineer advised practitioner to use x-ray marker when exposing, so that the user could avoid mix-up pa (posteroanterior back to front) /ap (anteroposterior front to back) direction of a patient's image which can result in the doctor misreading left/right physiology. (This recommendation of using markers was given twice according to the service center's policy). The user understood that the image was pa when in actuality it was displayed in ap. As a result, treatment was administered to the incorrect side on the identified patient's processed. This occurred between a week later to the following month to more than one patient. The user noticed the problem and reported it to the service center on that day. The service engineer visited the site on the next day and changed the image process to pa. Additionally, the affected images were also modified to reflect the correct orientation.

Event description:
The patient came to the clinic due to nasal obstruction and rhinorrhea. According to the result of the x-ray image, the physician diagnosed as acute inflammation of the right-side maxillary sinus. The physician tried to give the patient maxillary sinus puncture and antral lavage on the right side; however, he did not succeed to drain pus due to the wrong side of the actual lesion.

Manufacturer narrative:
Evaluation summary: the facility was a newly started practice (clinic was setup soon after practitioner's graduation.) Installation performed in 2007. Upon its installation, the service engineer advised practitioner to use x-ray marker when exposing, so that the user could avoid mix-up pa (posteroanterior back to front) /ap (anteroposterior front to back) direction of a patient's image which can result in the doctor misreading left/right physiology. (This recommendation of using markers was given twice according to the service center's policy). The user understood that the image was pa when in actuality, it was displayed in ap. As a result, treatment was administered to the incorrect side on the identified patient's processed. This occurred a week later to the following month to more than one patient. The user noticed the problem and reported it to the service center on the last day of occurrence. The service engineer visited the site on the next day and changed the image process to pa. Additionally, the affected images were also modified to reflect the correct orientation.

Event description:
The patient came to the clinic due to purulent rhinorrhea (yellowish). According to the result of the x-ray image, the physician diagnosed as acute inflammanation of the left-side maxillary sinus. The physician tried to give the patient maxillary sinus puncture and antral lavage on the left side; however, he did not succeed to drain pus due to the wrong side of the actual lesion.

Event description:
The patient came to the clinic due to pain of the each buccal region. According to result of the x-ray iamge, the physician diagnosed as acute inflammation of the right-side maxillary sinus. The physician tried to give the patient maxillary sinus puncture and antral lavage on the right side; however, he did not succeed to drain pus due to the wrong side of teh actual lesion.